Event description:
It was reported that patient underwent initial hip procedure on an unknown date. Revision surgery was performed on (B)(6), 2012 due to unknown reasons. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product was returned to zimmer biomet; however, product was evaluated by an external site. Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to third party debris, patient anatomy or surgical technique; however, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 27 states, "wear and corrosion of the metal components can cause an "adverse location tissue reaction (altr)" or an "adverse reaction to metal debris (armd)", which can damage the surrounding bone and soft tissues. Under warnings and precautions, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to adverse reaction to metal debris (armd). All components were removed and replaced. Additional information received in patient's medical records indicate trochanteric bursitis with small amounts of metal stained fluid.

Manufacturer narrative:
Additional information was received on (B)(6) 2012 regarding item and lot numbers.